Event description:
The customer advised they purchased item 1414n from jean coutu or shoppers drug mart. They reported that the brush head came off and became stuck between their teeth. Cust has the product and it will be returned. No injuries were reported, and they did not swallow any part of the product. The customer is sharing this information for our awareness only.